Manufacturer narrative:
The event took place outside of the united states (in (B)(6)). Explants information are unknown.

Event description:
This event was revision for infection. Additional details (date of first surgery and explants information) are unavailable. The surgeon implanted a ø36/+3 humeral cup, a ø36 eccentric glenosphere, size ten stem.